Event description:
It was reported the pt experienced pain in the hip area over the ins after a fall. The pt reportedly fell frequently, due to their leg giving out. The pain started about four months prior. It was also reported when the stimulation device was turned on, the pt experienced pain in the right area of their stomach. The pt remained at home, and was encouraged to contact their physician.